Event description:
A report was received on 26 nov 2025 from the home therapy nurse (htn) of a patient with unknown pathology, stating an unspecified amount of blood was observed leaking from the heparin line during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 02 dec 2025 from the home therapy nurse (htn) who stated the patient became unresponsive and emergency medical services (ems) were dispatched. Upon ems arrival, patient was hypotensive, but alert and responsive. The patient was transported to the emergency room where they received replacement fluid and intravenous iron (type and dose not provided). Per the htn, the patient recovered and has resumed therapy with the nxstage system.

Manufacturer narrative:
The cartridge was discarded and not available for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. UDI: (B)(4).